Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, upon review of the session records, false pause episodes due to undersensing issue was observed. The episodes did not look physiological and it was suspected that the undersensing was due to the device losing contact with the pocket. The cause of the undersensing issue is unknown and the clinic is attempting to schedule the patient to come in for a site inspection. Patient was stable and will continue to be monitored remotely via merlin.net transmission.